Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2016, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the lead breaking and moving down, and the stimulator issue, was not known. The system was implanted but a different hcp, it has not working or years, but there was no trauma. There were no plans yet to resolve the issue; so it was not resolved at the time of the report. The hcp noted the patient has only been seen one time for a consult.

Manufacturer narrative:
Continuation of d10: product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6); section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient stated that they went to see their doctor today and advised that there was an issue on their stimulator. Patient mentioned they have an appointment on the 5th in pain alliance and they wanted to have an mdt rep available on that appointment as per their doctor's advice. Patient said that they met with  np in pain alliance and had an MRI done and stated that there was 2 bulging disk. Patient then stated that as per dr. - they mentioned that the bulging disk was normal for their age. As per dr.  The problem was they think that the lead was broke and fell down. Agent provided nas number for them to contact an mdt rep. Agent sent email to mdt rep for visibility.